Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. However, the customer placed an order and part will be shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that when the vela ventilator was immediately powered on, low ve (minute ventilation), low pip (peak inspiratory pressure) and xdcr (transducer) fault alarms were triggered during set up prior to patient use.